Event description:
It was reported that the user experienced recurring occlusion alerts on the ilet using contact detach infusion sets (23 inch, 6 mm) with a reported blood glucose of 181 mg/dl, which was addressed by replacing the infusion set, fill kit, and adapters, after which the alerts resolved. Customer care provided support that included user troubleshooting education regarding occlusion response, air bubble checks, site rotation, and prompt contact for real-time assistance. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and related disposable components, with no device hardware malfunction reported and resolution achieved after supply replacement. Symptoms included frequent urination as reported by the caregiver associated with hyperglycemia. Outcomes included interruption of insulin delivery and expedited replacement supplies provided without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion consistent with use conditions.